Event description:
It was reported that a child patient experienced multiple ineffective shock therapies with shock impedance over one-hundred ohms, and thus the shock configuration was reprogrammed to a triad shock configuration at the beginning of may. Defibrillation tests were good after reprogramming, with a shock impedance of about forty to fifty ohms. Afterward, multiple ineffective therapies occurred once again, likely due to a bad shock vector between pericardial lead coils and the can. The device was later explanted, and the right ventricular (rv) lead was surgically abandoned. A new transvenous system was implanted, and the old device system will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to boston scientific, so product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. The primary reported observation is addressed in product labeling (i.e. Instructions for use).

Event description:
It was reported that a child patient experienced multiple ineffective shock therapies with shock impedance over one-hundred ohms, and thus the shock configuration was reprogrammed to a triad shock configuration at the beginning of may. Defibrillation tests were good after reprogramming, with a shock impedance of about forty to fifty ohms. Afterward, multiple ineffective therapies occurred once again, likely due to a bad shock vector between pericardial lead coils and the can. The device was later explanted, and the right ventricular (rv) lead was surgically abandoned. A new transvenous system was implanted, and the old device system will be returned for analysis. No additional adverse patient effects were reported.